Event description:
It was reported to medtronic minimed that the customer experienced fluid in the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-754wws. Troubleshooting was performed. Customer reported that pump was exposed to moisture and fluid was present in battery compartment. No damage was reported to battery cap and pump passed self test. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-754wws was requested and customer returned the device for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with blank display, unable to perform the self test and displacement test due to blank display. However, moisture damage at electronic assembly and battery tube. Also, moisture damage motor during visual inspection. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion on the pcba and powered the pump on using the battery simulator and the unit powered up normally or no blank display noted. The following were noted during visual inspection: corroded battery tube, cracked belt clip slot, cracked battery tube and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Moisture damaged was confirmed on a electronic. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.